Manufacturer narrative:
Patient demographics (date of birth) was requested but not provided. This is the first of two submissions from the same patient event. The other is 1220246-2016-00289 ((B)(4)). On 6/22/2016 (B)(6) what is the lot number of the ar-5035tb-09? What is the part number/lot number of the flip cutter that was used during the second procedure? Was any of the devices used in the original surgery removed from the patient?//(B)(6). Arthrex contact: (B)(6). No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The devices were requested for evaluation but remained in the patient therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review for the known lot number for the ar-1588rt revealed nothing relevant to this event; no issues were found with the sterilization of this lot. The DHR review could not be performed for the ar-5035tb-09 as the lot number is unknown. Both devices are supplied sterile. Relevant patient health history and preexisting medical conditions were requested but not provided. Based on the information provided, a definitive cause for the post-operative infection for the confirmed organism could not be determined. The most likely cause for this type of event is a nosocomial source or patient non-compliance with post-op wound care directions. Device remains in patient.

Event description:
It was reported that the 9mm x 35mm cannulated delta tapered bio-interference screw, ar-5035tb-09, along with the acl rt tightrope with titanium, ar-1588rt,was used for an acl procedure on (B)(6) 2016. The surgery was completed successfully with no patient injury. On (B)(6) 2016, the patient came into the facility presenting with fluid on the knee. At this time an arthroscopy with a wash out of the knee was performed. The fluid from the knee was cultured and came back (B)(6). After the procedure, the patient was put on antibiotics, and is doing fine to date. No devices were removed from patient during the second procedure.